Event description:
The nurse alleged that the pt positioning monitor did not alarm when the pt moved in the bed. There were no injuries.

Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.